Event description:
During a laparoscopic cholecystectomy, the surgeon fired the 5mm clip applier and no clip was released from the jaw. This occurred after a number of clips were already released and clips after this incident were fired. The applier was not consistent in its firing cycle. There was no consequence to the pt.

Manufacturer narrative:
H4: information unavailableh6: code 400(other): bent support tubebased upon the inquiry information received and the visual examination, it was concluded that the instrument was returned with a bent shaft and would not feed the clips. No testing could be performed due to the condition of the instrument returned. The instrument was disassembled and no other deformations could be found. No conclusion could be reached as to how this damage occurred or why the instrument reportedly "fired inconsistently and did not deliver clips". If a clip is fired over another clip, the instrument can become jammed. Each instrument is evaluated during the assembly process to ensure the clips feed properly and that the clip form is within design specification.